Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2023. Additional information: h3 investigational summary: the product received for analysis was identified as product code 9000g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed near the tip in an axial orientation along the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of transgranular cleavage, evidence of a brittle failure mode. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a corneal transplant procedure on (B)(6) 2023 and suture was used. There was some resistance to needle movement during continuous suture, but the surgeon managed to proceed with the suture, but when he checked the base of the needle, he found that part of the metal part of the needle had broken off at the swage. The broken part was quickly found and retrieved during the same procedure. Because the needle was a double-armed suture, he completed the operation with the other needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: - did the needle fall into the patient? Yes. If yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes. ¿ were x-rays taken to locate the needle piece(s)? No. ¿ what measures were taken to retrieve the broken piece? Unk. ¿ was there any additional tissue damage as a result of searching for the needle piece? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch number tebath. The needle raw material rmc 4707500 lots number 1013793870 and no non-conformances were identified during the manufacturing process at san lorenzo site.